Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 20-feb-2026 indicated that the procedure was a mechanical thrombectomy for internal carotid artery stenosis and intracranial cerebral infarction. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) of the emboguard devices cautions users against advancing or withdrawing the catheter or dilator against resistance without careful assessment of the cause of resistance using fluoroscopy. If cause cannot be determined, withdraw the catheter/dilator while exercising caution. Movement against resistance may result in damage to vessel or catheter/dilator, e.g. Kinking, or cause patient injury. Additionally, if the emboguard catheter becomes severely kinked, users are instructed to withdraw the entire system, (i.e. Emboguard catheter, intermediate catheter, guidewire, etc.). Use of a damaged device may result in vessel injury. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that a mechanical thrombectomy was being performed to treat an arterial embolism. The emboguard balloon catheter (product code bg8795u, lot 10060507) was prepared in accordance with the instructions for use (IFU). During the procedure, internal carotid artery stenosis was present, which caused the emboguard catheter to be unstable. While carotid artery stenting was being performed, the emboguard was positioned at a low location. Upon removal of the inner device, the emboguard was observed to be kinked. The device was removed and replaced with an optimo 9f balloon catheter, after which the procedure was resumed and successfully completed. A continuous flush was maintained throughout the procedure. No patient injury or negative clinical impact was reported. Additional information received on 03 feb 2026 confirmed that there was no allegation of patient injury related to the reported product event.